Event description:
It was reported that during implant attempt, there was diminishing r-wave and during a repositioning attempt, the helix would not extend after about 20 turns. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.